Event description:
A health care provider notified adc that a customer reported that several months ago their doctor gave them lifescan strips to use with their optium xceed meter. The hcp then stated the customer had been mistreating for months as a result of being given the lifescan strips to use. No initial adc product issue was reported and no specific meter readings or type/amount of medication the customer "mistreated" with were provided. The hcp further reported she experienced dka, lost consciousness, was admitted to the hospital and diagnosed with hyperglycemia. Customer was treated with an intravenous insulin drip. It is unknown if the customer was also diagnosed with dka. No further information was provided in the report. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Both the adc meter and lifescan one touch test strips have been requested back for investigation. A supplemental report will be sent once results have been received. Adc has determined through investigation that the lifescan ot ultra test strip will in some cases work with the optium xceed meter, however, because the ot ultra is manufactured using a much thinner substrate (250um) and the abbott diabetes care meters have a port size of 432um to 762um, in some cases the ot ultra test strip will not turn the meter on. The lifescan ultra test strip will if it turns on the meter give a blood glucose result, however, investigations have shown the result will be lower than the actual blood glucose result. The labelling for both the adc optium xceed meter and the lifescan onetouch ultra test strip specifically state with which product they are intended to be used. Both adc and lifescan packaging clearly state which strips should be used with which meter. The one touch ultra test strips are presented in vials while the precision xtra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips.